Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned inr results for 8 patients tested on a coaguchek xs plus meter compared to a laboratory using the dade innovin method. Based on the data provided, the inr results for 1 patient were discrepant. The date of event is either (B)(6) 2018, (B)(6) 2018 or (B)(6) 2018. Clarification on the correct date has been requested but not provided. The patient was tested twice on the meter with results of >8.0 inr. The result from the laboratory was 5.8 inr. The timeframe between the tests was requested but has not been provided. There was no allegation that an adverse event occurred. Product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.